Event description:
Two pts with discrepant magnesium or creatinine results. Initial creatinine result 25.2 mg/dl, repeat 0.6mg/dl no adverse events reported in associated with the incorrect results. The field service rep determined the probe mechanism to be the cause, he cleaned and lubricated the mechanism assembly. Performance tests performed which were within specification.

Event description:
Two pts with discrepant magnesium or creatinine results. Initial magnesium result 5.2 mg/dl, repeat 1.8 mg/dl.the field service rep determined the probe mechanism to be the cause, he cleaned and lubricated the mechanism assembly. Performance tests performed which were within spec.